Event description:
It was reported that the device logged several event codes in the memory repeatedly and would not provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Manufacturer narrative:
Further evaluation of the removed therapy pcb assembly determined the cause for the malfunction to be improper installation of isolation material for the q4 transistor. The observed issue resulted in intermittent shorting to generate the event codes and impact pacing energy delivery.